Event description:
Per caregiver in the home, their "pulse oximeter has been shutting off randomly at night without alarming". It happened during the night on (B)(6) /2016 and the unit is plugged into ac power. The pulse oximeter will not alarm when it is physically shut off by a user, but it should alarm if the internal battery power is running low prior to shutting off. Equipment was sent in to manufacturer for further inspection, testing, and possible repairs.